Event description:
It was reported that while the patient was hospitalized for debridement of a foot ulcer, the patient was diagnosed with an infection and an echocardiogram showed vegetation on the leads. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).